Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The lesion was pre-dilated with a 2.5x15mm maverick balloon at 10 atms for 15 seconds. A taxus express2 3.0x16mm drug eluting stent was then implanted to the 80% stenosed lesion located in the mildly tortuous, mildly calcified, mid left anterior descending (lad) artery. The stent was deployed at 16 atms for 20 seconds with good results. Angiomax was administered during this procedure. Plavix and aspirin were prescribed post procedure. No patient injuries or complications were reported. Patient status post procedure was noted as good. Two days post procedure, the patient presented to the emergency room with chest pain. Angiography confirmed a thrombosis. Angiomax and integrilin were administered. Balloon angioplasty was performed with a quantum maverick 3.25mm balloon to 12 atms for 15 seconds. A taxus express2 3.0x12mm drug eluting stent was then implanted. No patient injuries or complications were reported. Patient status post procedure is noted as good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.